Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection vancomycin, 1 gram, once in four days, for 14 days and injection amikacin, ongoing, 125 mg, once daily, for 14 days (routes were not reported). On an unreported date, the patient was recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.